Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap only. The reporter stated that the battery cap could not be removed from the pump even with pliers and that it would just spin around. There were no pump defects noted during troubleshooting. The reporter stated that the battery cap was never changed; the user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 02/11/2014 device evaluation: the battery cap has been returned and evaluated by product analysis on 02/04/2014 with the following findings: the battery cap was observed to not fit securely on the battery compartment. The battery cap threads were observed to be stripped causing the cap to not fit properly in the battery compartment. The battery cap height was observed to be outside of specifications; the battery cap width was observed to be within specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.